Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubing. The catheter tubing od was measured and found to be within datascope's mfg spec. In addition, the original sheath used during the balloon insertion was not returned for evaluation with the balloon. It was not possible to insert the returned iab through a lab 10 french, 6 inch sheath due to the condition of the returned iab membrane. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab due to the condition of the returned iab membrane. Having the opportunity to examine the folded membrane may have provided some add'l info into the encountered problem. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tary. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. (This follow-up MDR was mailed to the FDA on 6/2/98).

Event description:
The dr was unable to insert the iab into the sheath. Another iab was used. (Multiple event to customer complaint number 98-00375 and 98-00594). [Event complications]: unk-reported 3/20/98; none-rpt'd 5/12/98. [Pt's current status]: unk-rpt'd 3/20/98.